Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent two periumbilical ventral hernia repair surgery on (B)(6) 2009 and two (2) mesh products were implanted. It was reported that the patient underwent incisional hernia repair surgery and removal surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted adhesions to the prior mesh repair site requiring take down. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted the tissue to have matted area of mesh with scar formation. It was reported the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. Other procedure is captured under separate file. No additional information was provided.